Event description:
Post implant measured data readings showed >2500 ohms lead impedance. Normal sensing was observed in the bipolar con- figuration and the patient was in sinus rhythm. When the the pocket was opened, the lead was tight but the physician disconnected and reconnected it to the generator, tightening down the setscrew. The pocket was closed and impedance readings were normal at 830 ohms. The physician felt that the generator was not making good contact with the pocket.